Event description:
The customer alleged that the unit was leaking cidex opa from the reservoir. There were no reports of physical injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse diagnosed the leak to be due to customer filling basin with additional disinfectant, because disinfectant pump not moving all disinfectant up to basin from reservoir. This caused the reservoir to overflow and damage the printer and the main control board. The disinfectant pump has failed. The longstanding leak from water inlet valve has caused the bottom shelf of aer to rust through. The customer decided to purchase new equipment rather than replace the list of part. The unit is not currently being used.